Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the active exhalation control module not functioning was observed. The device¿s active exhalation control module was replaced to address the issue. In addition of the above evaluation, the technician performed final repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the active exhalation control module not functioning was observed. The device¿s active exhalation control module was replaced to address the issue. In addition of the above evaluation, the technician performed final repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.